Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary edpod1 drawer 6 become broken and detached from the rail, preventing it from closing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 6 failed continuously. The field service engineer (fse) logged into the station and attempted to release drawer 6, but the drawer failed to open. The fse manually released the drawer and observed that it was jammed and the rails were broken. The fse replaced the rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.